Event description:
Implant fracture.

Event description:
Implant fracture

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 13 years in situ.